Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure there were sensing issues on the implantable pulse generator (ipg). The right ventricular (rv) lead had good sensing through the analyzer but the r wave dropped after connection to the device. A device anomaly was suspected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.